Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) switched off by itself on the night of (B)(6) 2015. The ins was turned back on and remains in service. It was unknown if there were any patient symptoms or complications associated with the event, though it was noted that the patient¿s therapy was ¿ongoing¿ and was as effective as before.